Event description:
It was reported that the device would not detect that paddles assembly during a user test. The customer was able to find another set of paddles that the device did actually recognize.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The hospital biomed verified the reported failure and replaced the hard paddles assembly. Proper device operation was observed through functional and performance testing. The device was returned to service for use. The device will not be returned to physio-control for evaluation.